Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that during the procedure in the angio dept, the md pulled the catheter inside the vessel to position it. It was at that time resistance was met so he pulled carefully but felt the catheter suddenly "stretch". The catheter was successfully removed from the pt, and the md replaced the kit with a new one and successfully completed the procedure. A delay was reported, however, there was no reported death or complications to the pt.